Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and filled with approx 20 ml easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. In as-received condition the white clamp is closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues at the filling port (lli-cone) of the sample and at the patient connector (lla-cone) in addition the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and the sample was taken to a functional test respectively leak test. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and there is no such defect encountered during in-process and at final control.

Event description:
As reported by the user facility ((B)(4)): no infusion.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Additional pertinent information becomes available. Hence we assess this complaint to be not judgeable.